Event description:
Additional info received from the user facility indicates the lens was replaced due to the wrong power lens being used during the initial surgery. The pt is reported to be doing well following replacement of the lens with a different lens power. Visual acuity at one month was 20/25.